Manufacturer narrative:
Two suspect components of the imaging system were returned to the manufacturer and the evaluations were as follows:power control board assembly-no problem found. Board was installed in the test system and ran without any issues. Mobile viewing system interface cable-confirmed reported problem. There were broken wires internally in the middle of the cable. The most likely root cause was physical damage to the cable.during replacement the following 3 parts were damaged and returned for evaluation unrelated to the reported incident. The motion control box-gantry, rotor and position parts all had been electricall shorted during service. All of the above parts were replaced and the system was found to be fully functional.

Event description:
A site biomed representative reported that, while in a procedure, the o-arm 1000 imaging system was not booting fully. They were had motion and could drive the o-arm into the operating room and position it around the patient, however, the generator did not come on-line. In troubleshooting, it was confirmed the generator was disabled. The surgeon opted to continue the procedure with the use of a c-arm. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following-up at the site, reported parts were replaced and the o-arm unit is working properly and fully functional. Findings are that the reported problem was with the umbilical and the mobile viewing system (mvs) power board failing. Parts replaced: image acquisition system (ias) comp, power switch board, system board, and three motion controllers. Planned maintenance (pm)completed and the o-arm 1000 imaging system has been upgraded from 3.1.3 to sw rev 3.1.6.

Manufacturer narrative:
The suspect system control board assembly was returned and analyzed: there was a burnt component found on the system board. The o-arm computer was also returned and analyzed: the computer failed testing. The application could not communicate with the generator or other boards due to a communication port failure. Failures stated above directly caused the reported event. After part replacement on the system at the site, the system is fully functional.